Event description:
It was reported that the device was turning off intermittently. A magnet or emi was suspected. Additional information received report that it was felt that the patient's laptop was causing the device to shut off. The implant was in the patient's thigh and the patient had just started using a laptop resting on her thigh. The patient was not going to use the laptop on her thigh. It was reported that the issues were resolved.

Manufacturer narrative:
(B) (4).